Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined from the investigation. Additional information was requested on 01/27/2012 and 02/06/2012 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt has a two-diopter cylinder unexpected outcome. Additional information has been requested.